Event description:
It was reported that the patient presented in the ER after receiving multiple hv therapies. Upon interrogation, shocks were delivered due to oversensing of noise observed on the rv channel. The patient was seen by another physician who decided to change the system out with a competitor device. No further information could be obtained.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.